Event description:
A nurse reported that this ceeon lens was broken when the lens packaging was opened. She stated it is unk how the lens broke and that there was no patient contact. The lens has been returned and investigation results are pending.